Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/23/2014 with the following findings: two battery compartment cracks were observed during investigation. The returned battery cap threads were found to be damaged and the cap was unable to secure properly to the pump; a test battery cap was able to secure properly to the pump. Unrelated to the complaint, the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case-battery cap, battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.